Manufacturer narrative:
A patient experiencing ipg migration was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in final report.

Event description:
It was reported the patients ipg migrated in the pocket following weight loss. As a result, surgical intervention was undertaken during which the ipg pocket was made smaller resolving the issue.